Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. When the device is used, on of the blue led and the white led never light up. Opening the device case revealed an issue regarding two resistors, the output potentials at the cathode sides are only a few mv instead of 2.38v. No current can go through the resitor, therefore, the led cannot light up. Traceability shows that the device was manuctured in accordance with all the procedure. Beside the two leds that do not light up, the transmitter works normally. No general malfunction is suspected with the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 11-december-2025, the cpr4 head led are out of order.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, the cpr4 head led are out of order.